Event description:
Healthcare professional reported, left side rupture. And exchange from textured to smooth, due to concern with the product. Patient reported left side malposition and rippling. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exchange from a textured to smooth breast implant due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to concern with the product. Patient reported left side malposition and rippling. The device has been explanted.